Manufacturer narrative:
The reported malfunction of "device emitted a strange sound" was not replicated or confirmed. The reported malfunction of "device's display was not readable" was attributed to a faulty integrated circuit on the user interface module. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a baby (age & gender unknown), the device emitted a strange sound and the display was not readable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.